Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, during the procedure when attempting to grasp the guidewire with the snare the snare wire would not extend. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Received one step button, pull wire and snare with original pouch and label. A visual examination of the device revealed the delivery system to be complete with button still attached covered with the sheath. No issues were found with the delivery system. The pull wire was attached to the delivery system loop. The pull wire presented kinking. An examination of the snare revealed no issues. The snare sheath working length was measured and found to be within specifications. A functional evaluation of the snare was performed by extending and retracting the snare without issue. The condition of the returned unit was not consistent with the complaint incident that the snare loop would not extend. The device measurements and functional evaluations confirm that the device met specifications. Therefore, the most probable root cause is not confirmed. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, during the procedure when attempting to grasp the guidewire with the snare the snare wire would not extend. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.